Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained sample integrity errors. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a small pin hole in the sample tubing. The cse replaced the front sample tubing and verified the operation of the instrument. Quality controls were run and were acceptable. The customer ran a precision testing and instrument correlations, which were acceptable. The cause of the discordant results on multiple patient samples was due to the malfunction of front sample tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on multiple patient samples on an advia centaur xp instrument. The customer stated that they run thyroid and hormone assays on the instrument. The discordant results were reported to the physician(s). After troubleshooting, the customer repeated the samples on the same instrument, resulting different from the initial results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.

Manufacturer narrative:
The initial MDR 2432235-2016-00099 was filed on february 25, 2016. Additional information (04/08/2016): the customer provided the patient data. (B)(4)

Event description:
Discordant vitamin b12, ferritin, thyrotropin (sensitive tsh), total human chorionic gonadotropin, total prolactin, follitropin (fsh), lutropin (lh) and free thyroxine (free t4) results were obtained on multiple patient samples on an advia centaur xp instrument.